Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
According to the available information, this case concerns a male patient of unknown age with rectal cancer. On (B)(6) 2024, the patient performed a tai procedure in the morning which resulted in a small bowel emptying only. After returning home after work the patient felt he still had stool to empty and decided to do a second tai procedure. The insertion of the catheter was normal/eventless but after 2 pumps with of the balloon the patient felt rectal pain. However, he continued and irrigated with 600 ml of water with bowel emptying as a result of the irrigation. After the procedure the pain continued, and he had small amounts of bleeding. The patient was hospitalized for 5 days after the incident. Scanning (CT) confirmed a perforation, which is described as a small perforation in the rectum (no further details). The patient was treated conservatively (loperamide, IV antibiotics and pain medication) and had an uneventful recovery. No further information is available at this time.